Manufacturer narrative:
Date sent to the FDA: (B)(4) 2013. (B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence and pelvice organ prolapse on (B)(6) 1996 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue, urinary problems, dyspareunia, and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary tract infection.

Manufacturer narrative:
It was reported that the patient concurrently underwent halban enterocele repair, rectocele repair, paravaginal cystocele repair, suprapubic tube insertion, and cystoscopy.